Event description:
Pt experienced several dizzy spells over last 2 weeks. On interrogation, there was slowing of hr with occasional missed beat. Pt is pacemaker dependent. There is a medical alert on her ventricular lead in place. Decision made to replace entire system with ddd pacemaker and leads. Questionable defective lead capped and left implanted.